Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient death) has been confirmed. Upon investigation, the cable connecting ECG "a", ECG "b" and the front te was pulled from the strain relief, damaging the j703 cable connector at the distribution node pca. The root cause for the strained cables was excessive force. It is unknown when the electrode belt and monitor became defective as the device was able to monitor the patient until the device was shutdown. There is no indication or allegation that the device malfunctions caused or contributed to the patient's passing. Monitor sn (B)(4) mfg. Date: 09/05/2013, electrode belt sn (B)(4) mfg. Date: 03/29/2011.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2019 while wearing the lifevest. Multiple attempts to gather details surrounding the patient passing were unsuccessful. Per clinical review of the available download data, the device was started up at 06:37:01 am on (B)(6) 2019. The response buttons were used intermittently from 06:37:26 am to 06:41:35 am. It was not reported who was pressing the response buttons. Between 06:42:32 am and 06:42:33 am, noise was detected on both ECG channels. Per the continuous ECG recordings, the patient was in ventricular fibrillation (vf) with motion/tactile artifact from approximately 06:37:03 am until the device was shutdown at 06:48:17 am on (B)(6) 2019. Response button use and motion/tactile artifact prevented the lifevest from treating the patient during a treatable arrhythmia.